Manufacturer narrative:
The lead was explanted and returned for analysis. Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis showed multiple abrasion marks along the lead. In particular between 56cm and 58.5cm distal to the df4 connector pin the insulation was found damaged due to wear, which is assumed to be the root cause of the reported oversensing and low pacing impedance. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. Further damages such as a bent fixation helix, most likely resulted from the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported approximately 44 months after the implantation, that oversensing in the ventricle channel and a decreasing pacing impedance were detected. The lead will be extracted.